Event description:
Related manufacturer report number: 2017865-2023-24221. Related manufacturer report number: 2017865-2023-24222. It was reported that the patient presented for follow-up with episodes of inappropriate automatic mode switch recorded by the implantable cardioverter defibrillator. The episodes were attributed to over-sensed noise caused electromagnetic interference received by the right atrial and right ventricular leads. No interventions were made and the issue will continue to be monitored. The patient was stable.